Event description:
It was reported that a malfunction alarm occurred during setup of the pump while plugging the pump into a power source. There was no patient involvement, as device had not yet been used on the customer at the time of the reported event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.